Manufacturer narrative:
Device serial number (B)(4) was returned and an investigation was performed. Visual inspection was performed and no issues were observed. The device powered-on with the button pressed and with the test strips inserted. There was no battery/no power issues were observed. As there is no evidence of a product malfunction, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report.

Event description:
A customer reported the adc meter would not turn on by button or by test strips. As a result of the customer not being able to test their blood glucose, on 16-dec-2019, the customer experienced dizziness, weakness, and confusion. Emergency services were called and the customer received unspecified treatment to elevate the customer's blood glucose. The customer was taken to the hospital and received unspecified intravenous medication by a nurse for treatment. There was no report of death or permanent injury associated with this event.